Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. However, a damaged dso seal was found. This was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the lcd is broken. The investigation found that there was damage to the dso (downstream occlusion) seal. There was no patient involvement, and no patient harm/adverse event reported.